Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the laser was misaligned, firing slightly to the left. The procedure was completed with the same equipment and accessory, with no delay. There was no harm to the pt. No procedures were canceled due to the reported event. Additional information has been requested.